Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4 d9 g3 g6 h2 h6 h11 visual examination of the returned product identified strike plate shows indentations from previous uses. Nicks, gouges, and scratches were noted to the device. Threaded tip is confirmed fractured. Fractured pieces were not returned with the device for review. No other damage was noted. The failure mode occurs most frequently when the straight shell inserter is paired with the continuum or trilogy it shell. The levering force puts great stress on the distal end of the bolt and its interface with the shell threads. Initially, due to difference in the material properties, the titanium threads of the shell will yield before the stainless steel threads of bolt, but the shell is single use so that is acceptable. However, after repetitive cyclic loading, fatigue effects accumulate for the bolt and cause the tip to fracture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when trying to get the inserter in the cup, the screw of the inserter broke in the cup. There was no patient impact as the event occurred on the back table.there is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00-8757-060-00, item name continuum tm shell uni 60 mm, lot # 65942344. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.